Event description:
It was reported that stent damage occurred. A 2.25mm x 28mm promus premier¿ stent was advanced however it was unable to cross the target lesion. When the device was pulled out, it was noticed that some of the stent struts had lifted off the delivery system balloon. An unspecified balloon catheter was then advanced for predilation of the lesion and the procedure was completed using a different device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).